Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Laura lewis/ biomed need assistance on 8100 sn (B)(4) fails patient side occlusion test even after running a pressure calibration test failure device type: failure problem type: failure mode: case resolution: recommendation to verify analog sensor test and verify if the pressure sensor is faulty. The second possibility is the bezel assembly due to wear and tear might be faulty also. Third is to consider sending it in for repair, which is more cost effective if needed to replaced multiple major parts. Ref: (B)(4).